Event description:
It was reported that during the implant procedure, the longevity bar was green at the beginning of the implant. The connection was lost and the implantable cardioverter defibrillator (ICD) was placed in pocket. When the ICD was interrogated again, the longevity bar was grey. The ICD was attempted and not used. Another ICD was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).